Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump infusing unknown baclofen for multiple sclerosis and intractable spasticity. It was reported that the healthcare provider (hcp) stated that the patient presented to the emergency department today after having seizures. The hcp stated that the patient had issues in the past and they were concerned about possible baclofen toxicity. The pump was not currently alarming that the hcp was aware of. The hcp asked to have someone come to the hospital to interrogate the pump. The issue was not resolved through troubleshooting. The hcp was redirected to the national answering service.